Event description:
The patient reported that the battery only lasts about one and one half weeks before it needs to be replaced. She also reported that the pump becomes warm. She said she did not seek medical attention from a health care professional, but mentioned that her skin became red and used over the counter antibiotic ointment to treat the redness.

Manufacturer narrative:
The pump was returned to animas. During evaluation the pump powered on normally and exercised with no overheating or alarms duplicated. The pump's electrical current was tested and found to be within specification. The user mentioned that when using the pump the battery cap yellow o-ring was always visible. When the battery cap was secured during troubleshooting the o-ring was no longer visible. Therefore, the patient did not secure the battery cap when using the pump.